Event description:
Customer stated that head right s/r wasn't locking into place but only half the time. Head siderail will not latch, no incident was reported as a result of this issue. Tech to repair, the siderail latch was sticking but worked and wasn't broken. Repaired locking latch by removing locking assembly and lubricating all components.